Manufacturer narrative:
Philips service replaced the ups 1phase data integrity battery sp and ups 1phase data integrity controller sp and returned the device to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the ups was defective, requiring repair after maintenance on a allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.